Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's atrial lead exhibited noise. Noise resulted in multiple inappropriate mode switch episodes. Low p-waves were noted. Lead replacement was discussed. No intervention was reported.

Event description:
New information received noted that the patient's atrial lead was extracted. Patient was stable before, during, and after the procedure.